Event description:
It was reported that patient developed an infection, with redness, bruising and pain at the implantable pulse generator (ipg) site of the deep brain stimulation (dbs) system. The patient underwent an explant procedure in which the ipg was explanted, the area was washed out with saline infused antibiotics and is undergoing treatment to resolve the infection. Cultures were taken and were positive for staphylococcus aureus infection. The patient was discharged and is recovering well. The device will not be returned as it was disposed of by the facility.

Manufacturer narrative:
Block d2b pro code (product code): nhl, pjs.

Event description:
It was reported that patient developed an infection, with redness, bruising and pain at the implantable pulse generator (ipg) site of the deep brain stimulation (dbs) system, it was also noted that the skin appeared to be frail. The patient underwent an explant procedure in which the ipg was explanted, the area was washed out with saline infused antibiotics and is undergoing treatment to resolve the infection. Cultures were taken and were positive for staphylococcus aureus infection. The patient was discharged and is recovering well. The device will not be returned as it was disposed of by the facility. It was additionally reported that that left lead extension was explanted during this procedure.

Manufacturer narrative:
With all the available information, boston scientific concludes that the cause of the patient experiencing an infection and undergoing a procedure in which the ipg was explanted was confirmed based on record review, the device was not returned as it was discarded by the facility. A review of the manufacturing records associated with the device indicated that it was successfully processed according to requirements. The device history review, DHR, did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. The device was discarded by the facility and not returned for analysis; therefore, a technical analysis could not be performed. A labeling review was performed on the devices' instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Based on all available information, engineers are able to confirm the root cause of the event. The device was not returned as such physical analysis was not conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint, and the conclusion is known inherent risk of device.